Event description:
Pt had used the bioniccare bio-1000 system on both knees since dec 2005; about 5 weeks 8-10 hrs every day. On the day of the incident pt had the system on both legs at work. Pt came home and prepared dinner with the system still on their legs. When pt was eating dinner, pt started to notice a slight blur in their vision on the left side of the left eye. The blur was pulsating very rapidly. At first pt wasn't too concerned, thinking that pt had a piece of dust or something in the eye. Pt rubbed the eye, but it didn't go away. Within a matter of a few minutes the blur became worse. It was still pulsating very rapidly and a pattern formed. Pt could see a curved, squiggly black line that was pulsating very rapidly. The curved squiggly line appeared to be at about the edge of the iris and followed the curve of the iris. At that point the blur was obscurring about a third of the vision of the left eye -all of the peripheral vision on the left side-. A pattern of colors, such as when you look through a prism, started to emerge at the edge of the squiggly line. All of it was still pulsating very rapidly. This all occurred over about fifteen minute period. Pt finally realized pt had the bio-1000 system on and the turned the unit off. The vision cleared within a few minutes, and this has not recurred. Pt has never had a problem, anything like this in their life.